Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The reported event was confirmed. The root cause was unable to be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that device had faulty downstream sensor. No patient injury was reported.